Event description:
It was reported that the customer's blood glucose level was 583 mg/dl. Her insulin pump seemed to not be delivering insulin. The customer corrected her blood glucose level with a bolus and a manual injection. When the customer removed her infusion set she noticed the cannula was occluded and blood at the site. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-02522 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.